Event description:
It was reported that burr detachment occurred. A 1.25mm rotapro was selected for treatment. During testing, outside of the patient, the guidewire was advanced. When the burr was slid inwards, the burr broke. The procedure was completed using a new device and no patient complications were reported.

Event description:
It was reported that burr detachment occurred. A 1.25mm rotapro was selected for treatment. During testing, outside of the patient, the guidewire was advanced. When the burr was slid inwards, the burr broke. The procedure was completed using a new device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. Product analysis failed to confirm the reported event as the burr was not detached. The burr annulus was damaged.